Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 days. The event occurred at (B)(6). The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that 2 days post implant, the patient¿s pupils were unequal and a CT scan of the brain confirmed a massive left-sided infarct. It was reported that all pump parameters were within normal ranges, and that no abnormal events were recorded. No intervention was performed, and the patient subsequently expired on (B)(6) 2016. No additional information was provided.